Event description:
A pt reported that the meter would keep prompting the error 1 message. Pt did not have any symptoms. Pt had tried performing a blood test. The test strip when compared to the color chart, closely matched the result of 180 mg/dl. The test strip was firmly and completely inserted into the meter. This issue of error 1 was not resolved with troubleshooting. There was no medical intervention or treatment given. No further info has been reported.